Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspected noted the conductor coils were deformed at approximately 138-142 millimeters (mm) and 170-175 mm from the terminal pin. Cuts were also noted in the insulation at 143mm, 170-175 mm, and 192-195 mm from the terminal pin. This damage observed was thought to have been induced during the explant procedure. The lead was electrically continuous and analysis was unable to determine why there was a pacing failure with this lead.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead was explanted from the patient as it would not pace properly causing the patient to be in exit block. During removal, the physician damaged part of the rv lead. No additional adverse patient effects were reported.